Manufacturer narrative:
The reported complaint of a broken connector could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined.

Event description:
The event involved a 7" (18cm) appx 0.37ml, smallbore bifuse ext set w/2 microclave¿ clear, 2 clamps, rotating luer where it was stated in the report at the start of the shift that there was no health care assistant (hca) on the unit until 1500. Additionally, the unit was down one nurse. They called the patient's mother at 0740 to inform her that there was no hca available to provide 1:1 care. The patient was in a short-sleeved shirt when they took them into their care. Prior to going into another patient's room, they looked at the nursing station to see if any other nurses were available to watch the patient. They came back into the patients' room at 0815 when total parenteral nutrition (tpn) was scheduled to finish. Patients were sitting in the chair and stood up; they noticed blood on the patient's back and on the chair and drips of blood on the floor where the patient had walked. They went into the room and assessed the peripherally inserted central catheter (PICC) line which upon assessment was still intact. The IV line running pn had broken at a hub and was running pn on the ground and blood was back flowing out of the PICC onto the patient's backside. They immediately clamped the PICC line. The PICC line was then flushed and heparin locked and noted to work and have no damage to it. There was patient involvement, but no patient harm reported.